Manufacturer narrative:
It was reported by the customer that the connection site between the syringe tubing and the microfilter tubing had a significant leak. One sample of material 10011865 was submitted for quality investigation. The sample was first visually examined for any damages or abnormalities. There were no issues identified. The sample was connected to a primary infusion set for testing purposes. The entire assembly was primed and a simulated infusion was conducted at a flow rate of 125 ml/hr. There was no leakage found during the testing of the sample. The sample was then connected to an air pressure system. Pressurizing the sample with air and holding it under water did not indicate any leaks from the filter or each of the luers of the extension set. The customer complaint of leakage at connection to another set could not be verified. Due to the failure not being replicated, a root cause could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided. Materials#: 10011865, batch#: unknown. It was reported by the customer that the connection site between the syringe tubing and the microfilter tubing had a significant leak. Verbatim: rcc received a complaint via email. Email(s) attached. Event details when rn went to trace lines, the connection site between the syringe tubing and the microfilter tubing had a significant leak. The medication running through this line is epinephrine ordered for cardiac function. It is evident that based on the slow rate order, it is unlikely this patient was receiving adequate drug amount. Age 19 mos. Sex male. Date of occurrence 11/2/23. Product ref # 10011865. Product lot # unavailable.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) was used based on age of patient. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was leaking. The following information was receive by the initial reporter with the verbatim: event details: when rn went to trace lines, the connection site between the syringe tubing and the microfilter tubing had a significant leak. The medication running through this line is epinephrine ordered for cardiac function. It is evident that based on the slow rate order, it is unlikely this patient was receiving adequate drug amount. Age: 19 mos. Sex: male. Date of occurrence: 11/2/23. Product ref # (B)(4). Product lot # unavailable.